Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported there was an end of service (eos). The implantable neurostimulator (ins) did not last very long; however the patient kept the therapy on all the time with an amplitude usually between 7.5 and 8.0 volts. The therapy stopped working (was not stimulating or turning on) and resulted in back pain, which the onset of was considered to be sudden in nature. The patient visited the hcp, but the loss of stimulation was not resolved. The patient outcome was not provided. The indication for therapy was chronic low back pain and spinal pain.